Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead dislodged. As a result, the patient experienced asystole as this issue was discovered when the competitor¿s chronic lead was disconnected from the explanted device. The chronic lead was then reconnected and the dislodged rv lead was explanted and successfully replaced with a non-boston scientific lead. No additional adverse patient effects were reported. No further complications occurred during the procedure and the patient is currently in good condition. The dislodged rv lead will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
---

Manufacturer narrative:
(B)(4). This lead has been returned to our post market quality assurance laboratory. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.